Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock became disconnected while the customer was sleeping. Customer had elevated blood glucose levels (approximately 420 mg/dl). Customer changed the supplies, delivered manual injections, and drank water to stabilize blood glucose levels.